Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged possible over delivery, sensor glucose / blood glucose anomaly and ems dispatched for low blood glucose found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged sensor glucose / blood glucose anomaly found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. The insulin pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The insulin pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 milligram/deciliter properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The insulin pump properly paired with test accu-chek guide link bloodglucose meter. The insulin pump communicated properly and recorded the 143 milligram/deciliter test value properly from test accu-chek guide link bloodglucose meter. No communication anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends noted. However, found cl1microbolus, cl1blood glucose correction plus food bolus and bolus wizard deliveries of daily total of bolus insulin delivered: (24.6 unit) bolus. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump passed all the required testing. Unable to verify customer alleged for low blood glucose. Customer alleged for possible over delivery was not confirmed. Sensor glucose/blood glucose anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: insulin delivery was not suspended due to sensor glucose vs blood glucose difference frn-mmt-332a-rsvr, unomed inf set, mmt-7911na-xmtr, ozp-mmt-7020la-snsr

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5( updated summary) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5( updated summary) with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalize for low blood glucose on (B)(6) 2021. The customer stated that the blood glucose was 24 mg/dl at time of incident and later it was 146 mg/dl. Customer treated low blood glucose by taking food. Customer stated that later the blood glucose went high. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege that insulin pump was possibly over delivering. Auto mode smart guard feature was active at time of low blood glucose event. The insulin pump will be returned for analysis.